Manufacturer narrative:
Date rec¿d by MFR : 20sep2019, date of report : 25sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the replacement of the system battery and user interface printed circuit board was necessary to address and correct this reported event. The device then passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a 3.3v voltage rail failed alarm. There was no patient involvement / harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019.

Event description:
The customer reported a ventilator with a 3.3v voltage rail failed alarm. There was no patient involvement / harm.